Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of 126 ohms. This malfunction is likely to c/c to si/death should it recur, as critical therapy could be impacted. Boston scientific technical services (ts) noted this leads history shows impedances of 100 ohms to 125 ohms with no significant changes over time. Ts indicated this is a single coil lead which generally operates at higher impedances. No noise or sensing issues were observed. The lead remains in-service. No patient symptoms or adverse patient effects were reported.